Event description:
There was no patient involved in this event. This device malfunctioned because the device switches itself on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and performed to specification up to the 27th january 2015. The device records multiple manual power ups of under 1 minute duration during this time. This may indicate the user was power cycling the device. An increase in voltage during this time suggests a further pad-pak was installed. No further log entries were recorded prior to receipt at heartsine. The investigation was unable to replicate or find conclusive evidence of the reported fault. Previous experience has shown faults of the reported nature can be attributed to membrane failure. There were no ten minute manual power ups recorded, it is therefore assumed the customer returned the device in response to field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.